Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced while running a loaded set. The upstream sensor was found with loose alignment guide pin as well as cracks on the upstream sensor tail which likely caused the false alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump intermittently displayed the upstream occlusion message. It was also reported there was no pt involvement.